Manufacturer narrative:
On 3/6/2017 - we have requested the device to returned to the manufacturer. To date, we have not received the device.

Event description:
On 3/6/2017 - the consumer claims was laying on the product. The consumer realized the next morning to have received burned marks and a blister. Medical attention was not required.